Event description:
It was reported that the pt has been re-experiencing severe pain since the time of the implant. The pt had the standard physical therapy but the pain has not abated. The pain is excruciating. She is current taking pain medication. The pt scheduled an appointment with her surgeon because of the continuing pain; it was at that time that she was informed of the recall. It is reported that the pt's blood test showed highly elevated chromium and cobalt levels. The pt is being scheduled for an MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provide din a supplemental report.